Manufacturer narrative:
During an internal review it was detected that the event was reportable as according to the log analysis reboots were recorded during use on patient. According to the log analysis no reboot was recorded for the reported date and time of event ((B)(6) 2018 -12:00pm). But it could be found that in the past several reboots were entered in the logs; the last occurred (B)(6) 2018. A reboot of the processors onboard the therapy control unit would incorporate a short-term outage of therapy functions for a maximum of 15 seconds and is accompanied by an alarm before the therapy is resumed with the last valid settings. Due to the multitude of recorded reboots it was recommended during a preliminary service action to replace the therapy control unit as a precautionary measure. The board was requested but was not received for investigation. Therefore a clear root cause could not be determined. The device remained in use after the reported event without further problems reported. The number of similar cases, related to the same root cause (therapy control unit), is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during a case that the perseus rebooted twice on a patient. No patient injury reported.

Manufacturer narrative:
In line with the provided initial report the therapy control unit was determined to be root cause of the reported reboots. The board was requested but was not received for the initial investigation. As it is available now at manufacturer site we would like to give you an update of the investigation results within this follow-up-1 report. The returned therapy control unit was built into a lab device and was operated for 7 days. During this time 2 reboots were logged lasting less than 15 seconds. In both cases the system was able to resume therapy with the last valid settings after the reboots. Although no hardware failure could be identified during a functional test of the therapy control unit the root cause can be traced back to this board as the entered error codes of the two reboots were similar to those found in the initial submitted log file. After the replacement of the therapy control unit no further problems were reported. The number of similar cases, related to the same root cause (therapy control unit), is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.